Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the tower common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found to have electrical/fiberoptic defects resulting in the component not functioning during testing. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was down. The caller had performed a hard power cycle prior to contacting technical support engineer (tse), but this did not resolve the issue. Each component was started in standalone mode, however, no system information was available and the power buttons on the components continued to flash. The procedure was completed as planned with no reported injury.